Manufacturer narrative:
The reported event of backup operation was confirmed. The device image was analyzed and found to corrupt, so the cause of the backup operation could not be determined. The device was able to be restored and electrical, longevity, and visual analysis was normal with no anomalies found. The backup operation could not be reproduced. The cause of the reported event could not be determined.

Event description:
It was reported that before implant device interrogation revealed backup operation on the implantable cardioverter defibrillator (ICD). The ICD was not used. To patient was involved.

Manufacturer narrative:
Correction: previously reported g3 should have been 27/03/2023 rather than 28/03/2023.